Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was received for evaluation; 1 event was confirmed during evaluation. 1 event suggests the bur broke as a result of impact with a hard surface/object. There were no remedial actions taken. This device is labelled for single-use.

Event description:
This report summarizes 1 malfunction events in which the device broke in the pack and was noted prior to use for a surgical procedure. There was no patient involvement. There was no patient impact.